Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station boot issue. A field service engineer (fse) assisted the customer and discovered that the power outlet was not functioning properly. Then, the fse fixed the issue. The customer tested the station, and all tests passed. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the black screen and bad drawers resulted in loss of power to the entire device. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.